Event description:
The customer reported a leak of an unknown amount of fluid coming from the lh500 instrument. The leak was not contained within the instrument. No one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed a leak from the right side of the diluter due to a hole in tubing at valve pv49. The fse replaced all tubing at pv49 resolving the leak. (B)(4).